Manufacturer narrative:
A quality-safety evaluation was received on 29-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 771 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) consumer who had essure (ess305) (fallopian tube occlusion insert) inserted and after placement she had much pain and abdominal complaints. Approximately 1 year later, she had her oviducts removed at her own insistence. This pain, interpreted as abdominal pain, is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be requested.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 04-aug-2016 who had essure (fallopian tube occlusion insert) placed in 2010. According to consumer, the essure was not placed entirely correctly in the left oviduct, but it was safe after it was checked. After the placement the consumer had much pain and abdominal complaints, distended abdomen and she was moody. Her physician said it could not be due to the essure. She, eventually, had her oviducts removed in 2011, at her own insistence. She stated she was not sufficiently informed about the potential risks and states that only advantages were mentioned. She has been walking around with pain for a year and, according to her, she was hard to be around. Patient often called sick for work because of the complaints and divorced her husband because of the mood complaints. Follow-up is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) consumer who had essure (ess305) (fallopian tube occlusion insert) inserted and after placement she had much pain and abdominal complaints. Approximately 1 year later, she had her oviducts removed at her own insistence. This pain, interpreted as abdominal pain, is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs